Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, the motor drive unit was not strong enough to drive the hand pieces. The device had vibrations and two hand pieces were used. The surgeon had to pause several times, so the device could cool down before proceeding to successfully complete the procedure with no adverse pt consequences.